Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that ring was missing and pump error alarm. Customer's blood glucose value was 150 mg/dl at the time of the incident. Customer will return device for analysis.

Manufacturer narrative:
Device received has some minor scratches on the case. Other than this, the retainer ring seems to be intact contrary to what the customer claims. (B)(4).